Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection and a fever. It was also reported that the right ventricular (rv) lead exhibited high thresholds on a previous device check and when the patient went to get this issue addressed the issue of infection was noted. The implantable pulse generator (ipg) system was explanted and will be replaced in future. No further patient complications have been reported as a result of this event.